Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The issue was not reproducible. Repeated rapid contractions of the ventricles may have put a strain on the compressor, resulting in high temperatures. As a precaution, fse cleaned the exhaust and cooling fan to maintain efficiency in reducing compressor temperatures. Dust removal work inside the device was done. Checked the operation based on the inspection record sheet and confirmed that it is currently in good working order.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit had system overheat error. The iabp was replaced with another machine. There was no patient harm.